Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred.cts made a couple of attempts to contact customer to do troubleshooting but still hasn't heard back from customer.the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.